Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in the event logs on (B)(6) 2010, with no motor stall recovery recorded. The patient had experienced increased baseline pain and was receiving intermittent therapy. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.